Event description:
Patient reported obtaining back-to-back blood glucose results of 418 mg/dl and 130 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient's control solution was for use with a different strip type and had expired). Technical support requested the return of the suspect product and replacement product was shipped.